Manufacturer narrative:
There are no known sys issues that may have contributed to the discordant (B)(6) advia centaur xp hbsag test results. The (B)(6) test results were confirmed (B)(6) with confirmatory and repeat test results. The customer suspects sample handling may have been the contributing cause and does not require a site visit. No conclusion can be drawn. The instrument is performing with specifications. No further eval of the device is required.

Event description:
Confirmed (B)(6) advia centaur xp hbsag results were obtained on four pt results when compared to f/u (B)(6) testing. The discordant results were questioned by physician and the pts were redrawn and retested. The redrawn results were all non reactive for (B)(6). The customer performed repeat testing on the original test samples and the results were confirmed as (B)(6). There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur xp hbsag assay results.